Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump alarmed motor error, motor position encoder error, motion sensor test failure, and battery out limit. The customer's blood glucose level was 164 mg/dl. The customer was advised that their device would be replaced, however nothing was returned for analysis.